Event description:
Reporter stated x-rays were done prior to the surgery and no anomalies were noted. The patient had no known trauma and does not manipulate the vns. The patient was seen in surgical consult on (B)(6) 2012 and the vns was reported to be working properly at that time, but diagnostics were not charted.

Event description:
Reporter indicated that during vns generator replacement surgery for reported generator end of service, it was noted the lead was fractured. A new vns lead and generator was implanted. The lead was discarded at the surgery. The vns generator was returned for analysis and no anomalies were identified. The generator was not at end of service. Attempts for additional information are in progress.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that at the surgical consult on (B)(6) 2012, the patient reported she was having painful stimulation in her neck and left arm which was described as a shocking sensation. Vns generator replacement was planned as it was felt the generator was nearing end of service and the patient was having painful stimulation. The painful stimulation may be related to the lead fracture, but this was not certain.

Manufacturer narrative:
Describe event or problem, corrected data: information regarding the patient's painful stimulation was inadvertently omitted from MDR report #1. Date of event, corrected data: the initial MDR report inadvertently reported the incorrect event date. The correct date is provided.